Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. After investigation, it was noted that one impedance measurement was out of range and all other measurements were appropriate. Therefore, no changes were made to the system and all products remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.